Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, and return device analysis, the reported suture malposition appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8f sheath hole prior to an electrophysiology (ep) interventional procedure. Reportedly, the prostyle suture (and knot) came out with the device when the needle plunger was removed after deployment. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8f sheath and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.